Manufacturer narrative:
Section h4 was updated. The reported complaint that the thermogard xp ivtm system (sn (B)(6) ) displayed a mid:09 (air trap assembly) error message was confirmed in the system's event log data but not confirmed during functional testing. The thermogard system functioned as intended. The system event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing without issues or faults. Following service, the thermogard system passed all testing criteria.

Event description:
When the thermogard xp ivtm system (sn (B)(6)) was powered on for patient use, the thermogard console displayed a mid:09 (air trap assembly) error message. The console was rebooted several times, but the issue wasn't resolved. Another thermogard console was used for ivtm therapy. No patient injuries were reported.

Manufacturer narrative:
The thermogard console in the complaint was returned to zoll for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.